Event description:
Two pixel stents were dislodged from the delivery catheters. One pixel stent was not visualized under fluoroscopy. The second pixel stent was dislodged in the left main and left undeployed. Pt was anticoagulated. Pt was hemodynamically stable. Pt scheduled for by-pass surgery.